Event description:
Today, during an emergent intubation, our ambu bag broke at the et tube connection piece which prevented manual resuscitating of the pt (B)(6). Fortunately the staff acted quickly and retrieved another ambu bag and the pt was unharmed. An incident report was filed and the vendor notified. Last week, an ambu bag was retrieved from its sealed plastic bag broken between the reservoir and valve assembly (B)(6). This ambu bag was never used on a pt and did not delay any care. The ambu bag was saved and the vendor notified. The vendor has stated that both of these breaks should never occur. My staff has reported this occurring 2 other times, but failed to notify me and save the ambu bag. I have notified the vendor that we will be switching ambu bags because it is a life saving device and am waiting on samples to be delivered for our approval.